Manufacturer narrative:
D9: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: evaluation of the returned driveline confirmed wire damage that could have contributed to the reported low speed and pump stop events that occurred while the system was connected to the mobile power unit. A distal end driveline replacement was performed by an abbott technical services representative on (B)(6) 2023. Approximately 19.5¿ of the external portion/distal end of the driveline was returned. Tape was observed along the majority of the returned driveline, with more extensive taping near the controller connector. Removal of the tape revealed multiple holes in the outer jacket, damage to the distal bend relief, and separation of the distal bend relief from the controller connector. An electrical continuity test of the returned driveline, in the condition it was received, was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The driveline was carefully disassembled and examination of the underlying wires revealed a breach in the insulation of the black wire, adjacent to the controller connector. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area and abrasion against the metal shield. Examination of the remaining wires revealed no signs of damage to the wire insulation or the underlying conductors. Bypassing the black wire, the returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage. If the exposed conductors of the black wire contacted the braided shield while the system was operating on a grounded power source, such as the power module with a grounded patient cable or the mobile power unit, the resulting short-to-ground could have resulted in low speed and pump stoppage events confirmed in the submitted log file. The relevant sections of the device history records for (B)(6) and driveline, serial number 37936 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. Of note, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also available. Section 4, "living with the heartmate ii," contains a section titled "caring for the driveline," which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a suspected short to shield and extensive cosmetic driveline damage. The patient was noted to feel dizzy. The patient had not had a clamshell before, and log files were submitted for review. The log file captured 34 pump stops and 16 low speed advisories between (B)(6) 2023 and (B)(6) 2023. These issues appeared to be occurring while the ventricular assist device (vad) was connected to the power module; no other unusual events were recorded in the log file event history. X-ray images of the driveline were taken. On (B)(6) 2023 a percutaneous lead repair was performed 4 inches from the exit site. There were no issues noted after the patient was back on the grounded patient cable and the issues resolved.